Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. During troubleshooting with tandem technical support, the customer performed a pump reset and was able to resume insulin delivery. There was no adverse impact to customer¿s blood glucose level.